Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 03-may-2023. H6: investigation summary: bd received fourteen 24 gauge nexiva units from lot 7704689 for evaluation. One unit was received in an unsealed package while the remaining thirteen units were still in sealed packaging. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed damage to each of the units packaging and seal. Therefore, based off the visual inspection of the packaging the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to determine the source of the observed damage as it could have occurred at any point during transit or storage.

Event description:
It was reported that 14 bd nexiva¿ closed IV catheter unit package was deformed and sterility is compromised. The following information was provided by the initial reporter: the details reported by the teacher of the second chest department are as follows: the outer packaging of the product is deformed, the unused part of the sample can be returned, with photos provided; green claim settlement is required, and a complaint reply letter is required.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 bd nexiva¿ closed IV catheter unit package was deformed and sterility is compromised. The following information was provided by the initial reporter: the details reported by the teacher of the second chest department are as follows: the outer packaging of the product is deformed, the unused part of the sample can be returned, with photos provided; green claim settlement is required, and a complaint reply letter is required.